Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during kidney/adrenal gland procedure, the balloon did not inflate. Even though air was injected with a syringe, still the balloon did not inflate. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the balloon, valve seal and doors appeared intact. The inflation syringe was received. The obturator was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.